Manufacturer narrative:
There is no suspected device failure. Not returned to manufacturer.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: lim, d. S., peeler, b. B., matherne, g. P., kron, I. L., & gutgesell, h. P. (2006). Risk-stratified approach to hybrid transcatheter-surgical palliation of hypoplastic left heart syndrome. Pediatric cardiology, 27(1), 91-95. As per this article, "five infants met high-risk criteria (table 2) and underwent the hybrid transcatheter-surgical palliation. One of these infants became hemodynamically unstable after pulmonary artery banding and atrial septostomy, and ductal stenting was deferred. This infant was bridged to transplant on prostaglandins instead of the ductal stent."